Event description:
It was reported that a 5fr dl catheter could not be infused just after the catheter was placed. The catheter placed in the patient was removed and a 4fr sl catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse was unconfirmed since the problem could not be reproduced. One dl 5 fr groshong catheter was returned for investigation. Two valved luer connectors were attached to the catheter hubs. The sample was flushed with water through both lumens using a 12 ml syringe. No issues with infusion or aspiration were observed. Since the groshong valve functioned as intended during testing, the complaint could not be confirmed. A lot history review (lhr) of redp1330 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1330 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 5fr dl catheter could not be infused just after the catheter was placed. The catheter placed in the patient was removed and a 4fr sl catheter was replaced. There was no reported patient injury.